Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and it was noted that the tubing was separated from the male luer. During sample examination, it was determined that the tubing had not been inserted properly into the male luer during assembly. Dimensional testing of the device components was performed with no issues noted. The reported condition was verified. The cause of the reported condition was an assembly process issue as the tubing and male luer had been incorrectly docked. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink system continu-flo solution sets experienced the primary tubing disconnecting from the hub during priming. There was no patient involvement. No additional information is available.